Event description:
A user facility returned the olympus, model gif-h290z, evis lucera elite gastrointestinal videoscope to olympus for repair due to a report of "auxiliary water supply issues." There was no patient injury or infection, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, foreign material was found exiting the channel due to insufficient cleaning. This report is submitted due to the finding of foreign material found exiting the channel. As the problem was found during in-house service of the device there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the channel (including auxiliary water channel) due to insufficient cleaning (handling issue). Additional evaluation findings are as follows: (1) the suction cylinder noted scraped with a cleaning brush (handling issue); (2) auxiliary water supply issues was not confirmed; (3) angle wires stretched; (4) deterioration/damage of adhesive noted (due to chemical/physical stress); (5) defects of the insertion tube noted; (6) universal cord defects noted; (7) distal end defects noted; (8) distal end resin cracked; (9) connector defects; (10) control body defects noted; (11) image did not meet standards. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. There is a possibility that the protein was derived from bodily fluid or blood, and that cellulose was derived from lint or molds in the environment. Based on the analysis of the components, it is possible that insufficient reprocessing of auxiliary water channel resulted in adhesion of dirt, which is derived from environment. Olympus will continue to monitor field performance for this device.